Manufacturer narrative:
Pump received with minor/deep scratched display window. No crack on screen noted. (B)(4)

Event description:
The mother reported via phone call that a large crack was present on the insulin pump's scree. The mother reported the customer's blood glucose was 600 mg/dl. The customer was able to treat their blood glucose with the insulin pump. The mother reported the customer was able to read the insulin pump's screen and the insulin pump was functional. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.